Manufacturer narrative:
The patient weight was not provided. The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during device interrogation a no external power alarm observed on (B)(6) 2018. The log file was submitted for evaluation. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed the no external power alarm while the patient¿s lvad system was connected to the mobile power unit (mpu). This looked like the power cord came loose from the back of the mpu. No further information was provided.